Event description:
Per info received, the device was removed due to auto-inflation. The event was not reported initially due to an error in data entry showed the event as non-reportable. Thus, the oversight is being corrected at this time by reporting the event.